Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/06/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: the "ok" button is under responsive. Battery compartment crack near lower left corner of grip pad. Removed keypad, contamination found on "ok" button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.